Event description:
The customer reported that she changed the battery on her insulin pump and the buttons stopped working. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 101 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).